Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was scheduled for removal on (B)(6) 2019. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 5799997 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with (left) 325cc mentor smooth round moderate profile and (right) 350cc mentor smooth round moderate profile saline breast prostheses, experienced left side deflation post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.